Event description:
Patient had a tlif procedure on (B)(6) 2010 and was implanted with 4 screws, 2 rods at l 3-4, 4-5. Post-operatively, the patient experienced non-healing of the surgical incision site. Exertion results in opening and bleeding at the site. The patient has undergone extensive testing and no infection was found. Allergy testing was done and is positive for metals. There is no plan for revision at this time. This is the # 3 of 6 of reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.